Event description:
Report received from the USA stating that the device had "hose damage and low power". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was returned to depuy synthes for evaluation. The reported complaint of "damaged hose and low power" was confirmed. Visual inspection found that the hose was damaged. Functional testing found that the device had a low rpm. No additional info is available. If additional info becomes available, a supplemental MDR will be sent. (B)(4).